Manufacturer narrative:
Insulin pump unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Insulin pump passed the rewind, basic occlusion and displacement test. No motor error alarm during testing noted. Motor passed motor test. Insulin pump was received with cracked case at display window corner and cracked display window.

Event description:
It was reported that the customer received multiple motor error alarms. Customer's blood glucose level was not reported. The customer was able to rewind the insulin pump. The insulin pump also alarmed displayable history check failed on startup. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.